Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a quintex fixation pin instrument. According to the reporter the surgical technician was taking apart the fixation pin inserter and the spring inside the guide sheath came apart. There was no patient harm. Additional information has been requested but not yet received as of this report. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
General information: intra operative incident. "The surgical technician was taking apart the fixation pin inserter and the spring inside the guide sheath came apart". Consequences for the patient: according to the available information, there were no negative consequences for the patient. The instrument arrived in a detached status, the spring was separated. Investigation: used test- and analysis- equipment: · microscope "keyence- vhx 5000 " eq.-nr. 2000024840; · digital-camera "panasonic dmc tz8". In the first step we investigated the junction points at the shaft and the spring. Both the shaft and the spring showing reticles of welding spots at the distance of approximately 90 degrees. In the next step we investigated the clamping tip of the instrument. Here we found strong bending and wear. The shape of the catches is not more according to the drawing specification but this point was not mentioned in the complaint. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: the welding points for the fixation of the spring are broken. This maybe was caused by insufficient handling during maintenance process e.g. Incorrect dismantling for reprocessing. The welding at the instrument during manufacturing was done according the drawing specification. A material failure or manufacturing error can be excluded. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.